Event description:
Clinic notes dated (B)(6) 2014 were received indicating that the patient was having more depression. It was noted that the vns settings had been turned down. Additional information has been requested but no further information has been received to date. The patient was referred for prophylactic generator replacement which took place on (B)(6) 2015. The explanted generator has not been returned for product analysis to date.

Event description:
Product analysis was completed on the generator on (B)(6) 2015. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications; there were no anomalies found with the pulse generator.

Event description:
The physician reported that the increase in depression is due to the vns battery weakening, ¿not enough stimulation¿. The patient was referred for a battery replacement and the physician increased the duty cycle. The increase in seizure frequency was noted to be above pre-vns baseline levels. Diagnostic results from (B)(6) 2014 showed output=ok/lead impedance=ok/dcdc=2/neos=no. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in depression. The explanted generator was received for product analysis on 02/24/2015. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
.